Event description:
The manufacturer became aware of an allegation of simplygo that alleges the death of a patient. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer became aware of an allegation of simplygo that alleges the death of a patient. No medical intervention was required by the patient. The device was returned to the manufacturer's service centre for further evaluation. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and found no evidence of foam degradation. Secondary findings was not observed. The manufacturer service centre concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation. Evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid was updated.